Event description:
Pt, while using the third set of the aligners, experienced an allergic reaction in the form of swollen tongue which created difficulty in her breathing. The device was removed and the pt discontinued invisalign treatment. She did not have a known reaction to the first two aligners. The pt is now being treated using wires and brackets (braces). The treating orthodontist reported that the pt is experiencing some tongue discomfort with wires and brackets but generally she is tolerating her treatment well.